Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced. Also, a beam alignment was conducted. The system was then found to be operating as intended.

Event description:
The customer reported the system's shutter on the collimator failed to open. No report of patient injury.